Manufacturer narrative:
Corrected data: reference (B)(4). An event of pericardial effusion, ventricular tear, and patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the site "the ventricular apex tear was secondary to the delivery system in this patient with underlying connective tissue disease".

Event description:
On (B)(6) 2019, a 25mm amplatzer cribriform occluder was selected to close a vsd which developed 2 weeks after a tavr procedure (non-abbott valve) in a patient with reported underlying connective tissue disease. The torqvue delivery system with the occluder inside was within the left ventricle when a pericardial effusion was observed, the patient quickly developed profound hemodynamic instability and the user aborted the attempt to close the vsd. CPR was initiated, surgeons were called to address the ventricular tear, and the patient was placed on cardiopulmonary bypass. The physician was unable to effectively stabilize the ventricular apex and the patient died. The user reports the ventricular apex tear was secondary to the delivery system in this patient with underlying connective tissue disease. Related MFR report number: 2135147-2019-00053.